Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the user omsc surmised there was the possibility that the reprocess by the subject device could not have been performed properly due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e99 which indicated disinfectant solution was used for a long time or many times was displayed on the subject device at the reprocessing. Then the subject device could not been used. The user replaced the disinfectant solution, the subject device was could be used. The user had not checked the concentration of disinfectant solution using the test strip, therefore it had been unknown whether the disinfectant solution had been effective or not. There was no patient injury associated with this report.